Event description:
It was reported by the customer that wire and needle not safetied properly. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged guidewire is confirmed; however, the exact cause is unknown. One photograph of an accucath ace device was returned for evaluation. An initial visual observation of the photograph showed the guidewire of the device protruding through the flash port of the needle. The safety mechanism was observed to have been activated; however, the position of the guidewire prevented appears to have prevented the retraction of the needle in to the device housing. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. Possible causes include advancement of the guidewire against resistance and excessive manipulation of the guidewire. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that wire and needle not safetied properly. No other information was provided.